Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked case behind the pump at the corner of the belt clip rails, broken reservoir tube lip, faded serial number label, cracked select button keypad overlay, stained keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. No crack battery tube threads noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 255 mg/dl. Customer reported crack on battery ring. The insulin pump will be returned for analysis.